Event description:
The patient reported her ipg was superficial and causing her pain. Surgical intervention was undertaken and the ipg was placed deeper in the ipg pocket.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.